Manufacturer narrative:
The actual sample was returned for evaluation. The device was labeled for single use. A visual inspection was performed and noted a pin that has been bent. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a coupler device had a broken pin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.